Event description:
Apparent short at the power cord in the main body of the cord, not where it connects to the wall. Staff reported smelling "something burning" and seeing sparks. Bed was immediately unplugged, patient removed from bed and mattress and pump was placed out of service. The dme provider, ancillary provider services, picked up the mattress and the pump and replaced with a new mattress and pump. Dates of use: 2008. Diagnosis of reason for use: stage 4 pressure sore.